Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low sodium (na) results were generated by unicel dxc 800 pro synchron clinical system for approximately 160 patient samples. The erroneous results were reported out of the laboratory. Repeat testing produced results 3 to 7 mmol/l higher than the initial results. The reports were amended. The patient results are shown. Patient treatment was not initiated or withheld based upon the reported results. Note: the related events on (B)(6) 2011, are reported in medwatch #2050012-2011-06416, #2050012-2011-06417, and #2050012-2011-06405, respectively.

Manufacturer narrative:
Qc data for this event was not supplied. The instrument is currently performing within the specifications. Preventive maintenance was performed on (B)(6) 2011. Bec field service engineer (fse) decontaminated and re-tubed the system, and replaced the carbon bridge. Another preventive maintenance was performed on (B)(4) 2011, and replaced the ratio pump. After the event on (B)(6) 2011, the customer replaced the sodium (na) electrode to resolve the issue. Calibration and qc data meet the established criteria.